Event description:
The blood glucose monitoring device memory had discrepant results versus the actual reading that she had written. Reporter stated the device read 118 mg/dl and that is what was written down however when checking the meter memory; it displayed a result of 116 mg/dl. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.